Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was over 500 mg/dl at the time of incident. Customer also having the another blood glucose value was 396 mg/dl. The customer was assisted with troubleshooting. Customer also stated that the insulin pump had partial display. Customer reported that the insulin pump was alleging under delivery. The customer was treated with syringes for high blood glucose level. The device will be returned for analysis.